Event description:
It was reported that the two separate drivers broke during use. There was no adverse consequences reported.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related reports (including this one) 3025141-2026-00051.